Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to normal device changeout procedure, the right ventricular lead exhibited loss of capture. The lead was reprogrammed and remained implanted. No patient condition was available.